Event description:
It was reported that during an unknown procedure at the time of assembling the device to the staples in the patient, the device did not activate the mechanism with the battery. Several attempts were made and the doctor requested the change. "It doesn't work." The assistant also tried, and it was removed from the sterile field.

Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #991c19. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The reload was received unfired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 991c19, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9e43u and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient suffer any adverse consequences?